Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve ( (B)(6) ) with this delivery catheter system (dcs), the valve was partially deployed at -1 on the non-coronary cusp (ncc) and 2 on the left coronary cusp (lcc). The valve was recaptured and redeployed. An infold along the full length of the valve was identified with moderate paravalvular leak (pvl). It was reported that two nodes had overlapped. The valve was recaptured and removed. It was noted that protruding annular calcification under the lcc extended into the left ventricular outflow tract (lvot), with calcium in the proximal right coronary artery (rca). The valve was replaced with another transcatheter bioprosthetic valve ( (B)(6) ) and implanted at a depth of 0 on the ncc and 2 on the lcc. Moderate pvl resulted. A post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon with two inflations. The bav resulted in mild to moderate pvl. An electrocardiogram (ECG) indicated bradycardia. Medication was prescribed and resolved the conduction disturbance. No adverse patient effects were reported. Note: it was reported that the valve had been loaded by an experienced valve loader. Visual, tactile and flouroscopy was used to confirm the load. Additional information received indicated that the first attempted valve did not open adequately and appeared constrained.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34us; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a, product ID d-evprop34us; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a, product ID l-evprop34us; product lot/serial number (B)(6); product type: loading system; implant date n/a; explant date n/a, product ID evproplus-34; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2020; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated/corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: images were submitted to medtronic for review. The review showed no valve load checks for this event. The imaging provided confirmed there were two attempts two deploy the valve and at 80% the first attempt was shallow. The second attempt was constrained with an infold present. The executive summary that was provided confirmed there was calcium in the annulus extending down to the left ventricular outflow tract (lvot). The imaging provided confirmed the final angiogram confirmed mild to moderate paravalvular leak (pvl). There was no imaging confirming a post transcatheter aortic valve aortic balloon valvuloplasty nor the electrocardiogram (ECG) indicating bradycardia. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.